Event description:
A physician reported a patient who was originally skin tested on 14 september 1998 with negative results. The patient was subsequently treated without adverse event. On 14 january 1999, the patient was treated in the oral commissures. There was no sudden blanching or dramatic color change during or immediately following the treatment. On 22 january 1999, the nurse noted there was a red scab and "white raised blisters" at the right oral commissure treatment site. The patient stated she noticed the onset of these blisters 24 hours after the treatment. The patient admitted to picking at the blisters which resulted in the formation of the scab. The patient denied pain or swelling the night of the treatment. The physician prescribed keflex and valtrex. On 28 january 1999, the patient phoned the office and stated the symptoms appeared to be resolving. The patient was examined on 2 february 1999 and the physician noted the pustules had resolved. The physician noted some redness at the right oral commissure treatment site. On 15 february 1999, the physician noted on "bump" at the right oral commissure. The physician believed the symptoms were either a local bacterial infection (unrelated to the product) or a possible product related hypersensitivity.